Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis, the needle was put in the pelvic wall of the patient and was lost because the needle was separated from the thread. The needle went into the bladder of the patient so the user opened the bladder and found the needle. The operation time was extended but they found and removed the needle and sutured the tissue to finish the operation.